Event description:
Successfully breastfed my infant for two weeks without discomfort, then started pumping with medela pump in style breast pump. Very shortly (within 48 hours) after, noticed red marks on left breast in a semi-circular pattern that matched the edge of the breast shield. With continued use over the next week, itchy rash spread over both breasts where they make contact with the breast shield. Pump has only been used by single user, parts sanitized in boiling water prior to first use and daily (about every 3-4 uses) since. Breast shield hand washed with dawn dish soap after each use. FDA safety report ID# (B)(4).